Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included bench handling, defib cycling, 30j multiple self test, discharging at various joule settings. Without duplicating the malfunction. The internal inspection of device did not yield any discrepancies. The device was functioning as expected. The device was recertified and returned to the customer. Review of the device activity logs showed no evidence related to the customer's report. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device's defib output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.